Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was unable to be closed. The event was further described as ¿clamp cannot be closed¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: h10: a device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the twist clamp was not fully aligned to the notch of the main body. Leak and clear passage testing was performed and no issues were observed. Leak testing was performed and no internal leak through the closed clamp was observed; however, the detent of the twist clamp will not fully align with the notch of the main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue that occurred during the milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.